Event description:
It was reported that the respiratory therapy was in room with patient and noticed a smell coming from the ventilator. Changed out the ventilator. 30 minutes later the ventilator started smoking a little. P.m. Done in 10/2001. This product complaint was generated after reciving a medwatch report from risk after receiving a medwatch report from risk management department.